Event description:
This 58-yr-old female underwent bilateral subcutaneous mastectomies with subsequent implants of silicone gel several yrs ago at another facility. The MFR and date of the implantation is not known to this reporting facility. The pt wishes elective removal due to pain in both breasts. Gross exam: left implant is ruptured, exuding abundant sticky, stringy viscous pale yellow material. The capsules show chronic inflammatory changes.